Manufacturer narrative:
The fse stated the gear pump on the instrument was replaced 11/2016. Based on a review of the alarm trace, abnormal probe sucking alarms displayed twice. It appears the customer did not perform the recommended actions to resolve this concern. The system was not stopped long enough for cleaning or checks nor was a sample probe wash performed near the time of the event. Sample carryover issues due to a contaminated sample probe have not been excluded as a root cause. A contaminated sample probe can be caused by clot/fibrin due to insufficient pre-analytics.

Event description:
The customer questioned results for 1 patient tested for iron2 iron gen.2 (iron2) and uibc unsaturated iron-binding capacity (uibc) on a cobas 6000 ul c501 + core fix configuration. The iron2 results were erroneous and reported outside of the laboratory. The initial iron2 result was <5 ug/dl with a data flag. This result was reported outside of the laboratory. On (B)(6) 2016, the customer poured off the sample, centrifuged the plasma and repeated the test on the same analyzer. The repeat result was 46 ug/dl. The repeat result was reported outside of the laboratory as a corrected result. The customer was not aware of any adverse event for this patient. The customer has not had any additional issues and there are no issues with other assays. The iron2 reagent lot number and expiration date was not provided. The field service engineer (fse) visited the customer site. The cell cover by the ultra-sonic mixer was misadjusted causing it to rub on the cells causing powder across the top. The fse adjusted the cell cover and cleaned the top of the cuvettes. Precision testing was performed and the results were acceptable.